Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: while in use on a pt, the rotation dial was turned, but angled head could not be straightened, and it was difficult to remove from cavity. Used another to complete procedure. No bleeding. No tissue damage. No additional tissue loss. Nothing fell into cavity. No pt harm. Operating room time was not extended.

Manufacturer narrative:
(B)(4).